Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): over delivery of morphine. There is a need for medical intervention: anexate injection. The pump over delivered oxynorm during a bolus. The pump was installed to the patient on saturday 16/01/2016. Parameter of the infusion: pca mode, continuous flow + bolus (2mg) every 30 minutes. The bolus was delivered with the bolus cord. From saturday to wednesday, no incident. On wednesday night, the nurse changed the oxynorm bag. During the night, the pumps delivered the bolus but didn't stop delivering the bolus. The infusion has been stopped and the antidote (anexate) was infused. Type of drug: oxynorm. Delay in therapy: no. Need for medical intervention: yes. Patient involvement: yes. Death / serious injury: no. Human harm: yes, vomiting and faintless." Additional information was received on jan.29th, 2016: "received information from (B)(6) on 01/28/2016: hello, please find the answers below: please describe the deviation between the programed and actual given treatment: l) is the vtbi different? No only the bolus delivered. M) what is the deviation between the programed vtbi and the actual volume left? No information available. Was the bolus delivery attempted with the bolus cord or directly from the pump? With the bolus cord. Was the bolus handle connected directly to the pump or to a splitter? Directly to the pump4. Please provide pump settings: please refer the event for the answer of those questions. N) demand bolus: please refer the event for the answer of those questions. O) bolus lockout time: 30 minutes p) max bolus per hour: 2. Q) bolus rate: please refer the event for the answer of those questions. Is there any physical damage to the bolus handle? If so, please provide a photo demonstrating it. No the bolus cord has been return with the pump. Any additional information will be gladly accepted. Please find below the answers of the questions requested to the customer on 21/01/2016. During the bolus, did the pump display the bolus screen? No information available, the caregiver was not present during the bolus. During the bolus display, did the volume and the time decreased correctly? No information available. Did you get the screen of end of bolus? No information available. If yes, even if you get the screen of end of bolus delivery, did the pump continue to infuse with a high flow rate? No information available if not, was the screen fix to the bolus display? No information available. How the nurse restarted the pump after changing the bag? Caregiver changed the bag at 20:10, primed and restart the infusion. What was the bag volume? 100ml what was the time programmed? 1.5mg/h in continuous and bolus: 2 mg every 30 min. (Concentration 1/1)was the bolus delivery attempted with the bolus cord or directly from the pump? With the bolus cord. Was the bolus handle connected directly to the pump or to a splitter? Directly to the pump4. Please provide pump settings: please refer the event for the answer of those questions. N) demand bolus: please refer the event for the answer of those questions. O) bolus lockout time: 30 minutes p) max bolus per hour: 2. Q) bolus rate: please refer the event for the answer of those questions. Is there any physical damage to the bolus handle? If so, please provide a photo demonstrating it. No the bolus cord has been return with the pump. "